Event description:
It was reported that noise on this rv lead caused an inappropriate shock. This lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 14 cm distal to the is-1 connector pin. All parts of the lead were received for analysis. The visual inspection showed the ligature marks approx. 17.5 cm distal to the is-1 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, approx. 12 cm and 13 cm proximal to the lead tip the inspection revealed a rubbed through insulation. In this region the insulation and the coating of the conductor cable to the ring electrode were damaged and the cables were found exposed. These findings can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
This lead was explanted on (B)(6) 2017.